Event description:
A consumer reported seeing objects much smaller at a distance and blurry following intraocular lens (iol) implant surgery. One month later, the lens was exchanged for the same model lens. Post-exchange, the consumer reported that the replacement lens "is still giving her problems". Approximately two weeks after the exchange, the replacement lens was found to be off-centered and had to be repositioned. At the consumer's request, the surgeon was not contacted. There are two medical device reports for these events. This report is for the replacement lens.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. At the consumer's requested, the surgeon was not contacted. This report was mailed to FDA on: 04/10/2009.